Event description:
The patient was a male. The target lesion was the mid-rca. The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. It was unknown if pre-dilation was conducted. The 2.5 x 28mm cypher was delivered to the target lesion, but while the device was being deployed, the balloon ruptured at 6 atms. The stent was still mounted on the balloon; therefore, both the stent and the delivery system were withdrawn from the patient. Two additional cypher stents (details unknown) were implanted, and the procedure was successfully finished. There was no patient injury reported. The product was clinically used but will not be returned for analysis because of the patient's infectious diseases. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.